Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The pse confirmed the reported issued. The gas delivery system (gds) was returned for further analysis. Further investigation of the returned assembly identified a defective u1 air flow sensor component on the airflow sensor printer circuit board assembly (pcba) which generated the reported issue. Root cause failure determined to be fault in u1 on the airflow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the product support engineer (pse) reported that the device failed the airflow accuracy during performance verification test (pvt) five (5) at the 0 standard liter per minute setting (slpm) setting. The customer reported there was no patient involvement.